Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated; the display was not dim or discolored. However, a horizontal green line was noted through the display. The display was clear and legible when tested with a test display.